Manufacturer narrative:
Eval, conclusions: a follow up report will be submitted when the product is returned and the investigation is complete.

Event description:
Contrast leaked from the tubing. A hole was located 5cm from the female connector.